Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had gone through two sensors that did not insert properly and received a sensor error on the third one she inserted. The customer's blood glucose was 340 mg/dl. Troubleshooting was done. It was discovered that the sensor was bent causing the sensor error. The customer further mentioned that she experienced high blood glucose levels of over 600 mg/dl for about ten hours. The customer stated that she had changed the set and insulin three times. She was able to lower her blood sugar to 200 mg/dl in the afternoon. The customer stated she did not think the problem was with the insulin pump. She declined troubleshooting for her high blood glucose values and the calibration error. Nothing further reported.